Event description:
It was reported that the 9800 system shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.